Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred on an unknown date regarding a microclave¿ clear neutral connector where the report stated, "cracked and leaking at the connection site." There were unknown patient involvement and unknown adverse event. This report captures 3 occurrences.

Manufacturer narrative:
Received two (2) used mc100 microclaves and one (1) used mc100 microclave connected to one (1) used aquastat 0.9% sodium chloride 10 ml syringe for inspection. When the syringe was disconnected from the one (1) microclave, the seal was stuck down and torn. No other defects or anomalies noted. The two (2) used mc100 microclaves were leak tested per product specifications. There was internal leakage on each of the microclaves. Each of the microclaves were disassembled and found to have seal tearing on the top surface of the seal. The reported complaint can be confirmed. The probable cause is due to access with an incompatible mating device. Although the returned syringe was compatible, it is unknown what other devices were used to access the microclave. The direction for use (dfu) states: "the microclave connector is compatible with luers with an internal diameter (ID) between .062 inch and .110 inch.". The device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.